Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03445. 0001822565-2023-03446. G2: australia . H10: cat #: 00877503203 / bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 / lot #: 63679270. Cat #: 00875100932 / 32mm i.d. Size hh neutral liner use with 50mm o.d. Size hh shell / lot #: 62980633. Cat #: 00875705001 / 50mm o.d. Size hh porous uncemented with cluster holes shell use with hh liners / lot #: 63679270. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent revision for unknown reasons. It was reported that no further information is available.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.